Event description:
It was reported that during a clotting of bladder peduncle procedure the device locked in the closing position. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.